Event description:
During performance testing of this device by an authorized service tech the downstream occlusion alarm was found to be non-functional. The device had been returned for service by the facility for an unrelated issue. No pt ws involved with this report and the facility had stated that there were no reports of any pt injury or medical intervention associated with this device prior to returning it for service.